Event description:
It was reported that cartridge alarm occurred during the load sequence with multiple cartridges. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.